Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The wife reported via phone call that husband were hospitalized in intensive care unit due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose of unknown. Customer stated that insulin pump was not communicating with sensor. Customer was switching to dexcom. Customer stated that now had low blood glucose. Legal documentation was completed. Troubleshooting was not performed for the issues. The insulin pump will not be returned for analysis.